Manufacturer narrative:
Concomitant medical products: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, catalog #: 47248405050 ; lot#: 63567698. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, catalog #: 4724840550 ; lot#: 63579470. Freehand drill 4.3 mm diameter 152.5 mm length, catalog #: 00249007543 ; lot #: 63849702. Therapy date : unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient underwent additional surgery due to periprosthetic fracture.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: it was reported that a patient underwent an initial left hip procedure on (B)(6) 2017 to treat a subtoch fracture. Subsequently, the patient was revised due to implant fracture on (B)(6) 2018. Nail fractured at lag screw hole. This incident is reported on (B)(4). Additional information received on (B)(6) 2018 revealed that the patient had a fall that caused a femoral shaft (periprosthetic) fracture and had to undergo a second surgery on (B)(6) 2018 where locking screws (warsaw design) were inserted in the cmn which was implanted on (B)(6) 2018. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion: it was reported that a patient underwent an initial left hip procedure on (B)(6) 2017 to treat a sub-troch fracture. Subsequently, the patient was revised due to implant fracture on (B)(6) 2018. Nail fractured at lag screw hole. This incident is reported on (B)(4). Additional information received on march 4, 2018 revealed that the patient had a fall that caused a femoral shaft (periprosthetic) fracture and had to undergo a second surgery on (B)(6) 2018 where locking screws were inserted in the cmn which was implanted on (B)(6) 2018. No implant damage or implant revision was reported after the fall, in the surgery on (B)(6) 2018 just more implants were added according to the sales rep "no hardware damage". Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. In conclusion, the device was not involved in this case. Therefore no further statement can be done. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).